Event description:
The patient had pain due to a potted stem and the cause of the potted stem is unknown. At about 8 years and 7 months post primary the surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 december 2024. (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.